Manufacturer narrative:
According to the facility on (B)(6) 2025, there was leakage where the tube meets the luer. There was no injury. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025, there was leakage where the tube meets the luer. There was no injury.

Manufacturer narrative:
Changed code b to 11 (testing of device from same lot/batch retained by manufacturer) and added trend analysis.